Event description:
N/a.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID#: (B)(4).

Manufacturer narrative:
Event site postal code - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that shortly after inserting the intra-aortic balloon (iab), the external input cable was unplugged and the arterial pressure waveform disappeared event though the sensor cable was still connected. Immediately after, the iab internal pressure waveform was no longer displayed. Only the electrocardiogram waveform remained displayed. The intra-aortic balloon pump (iabp) was swapped out with a different one. After a few minutes, the arterial pressure waveform and the iab internal pressure waveform were displayed and therapy was continued. There was no patient harm or adverse event reported. This report is for the iab used in this event. A separate report will be submitted for the iabp.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extender and pressure tubing were also returned. Three kinks were found on the catheter tubing approximately 38.1cm, 38.9cm and 73.7cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal, extender and pressure tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
N/a